Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator could not acquire etco2 on a pt in cardiac arrest. The paramedics switched to another mrx defibrillator to continue care. The involved pt was pronounced after being transported to the hospital.

Manufacturer narrative:
(B)(4). The device and accessories were evaluated onsite by a philips field service engineer. The reported symptom could not be reproduced. The etco2 port was cleaned and etco2 was calibrated by the fse. The device passed all required performance verification testing. Philips was unable to verify the reported malfunction.